Event description:
According to the initial information received, a 10/8mm amplatzer duct occluder (ado) was attempted using a 7f amplatzer torqvue 180 delivery system sheath (dtv180) , however, the device was found to be too small for the existing defect. As the ado was retracted into the dtv180, the ado would not collapse into the delivery system due to a possible kink in the sheath. Another 7f dtv180 was opened and the second delivery cable was used to create an exchange-system length cable. The original sheath was removed and replaced and the device was successfully retrieved and removed from the patient. The patient had no adverse effects from the procedure and was referred for a surgical consult.

Manufacturer narrative:
Upon receipt of the amplatzer torqvue delivery system (sheath only), the sheath was found kinked in multiple locations and the sheath tip was inverted. The source of the damage could not be determined conclusively, however it is consistent with high forces during device recapture. The returned amplatzer duct occluder was loaded into the loader, handed-off to the sheath, advanced, deployed, and recaptured without issue. A 12/10mm, test amplatzer duct occluder also was loaded into the loader handed-off to the sheath, advanced, deployed, and recaptured without issue. The sheath tip did not invert again, however the tip remained kinked. Testing confirmed the product was returned functional. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. The delivery system was used prior to expiration (jul-2013). Our investigation was able to confirm the performance described; however, the cause and timing of the delivery system issue could not be conclusively determined since the product met specifications prior to shipment.

Manufacturer narrative:
Device analysis is in progress. When our investigation is complete, a supplemental report will be submitted.